Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation - lead tech. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the precision sheath was leaking through the procedure. The patient condition was stable. The procedure outcome was successful. There was no patient injury. Additional information was received on (B)(6) 2020: leakage occurred throughout the procedure, during a right femoral access. They continued to use the device despite the leakage. Additional information was received on (B)(6) 2020: the procedure was a y-90 with theraspheres treatment.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for fluid issues since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).